Event description:
On (B)(6) 2022, the patient underwent successful endovascular repair of an abdominal aortic aneurysm. It was reported that there were no obvious issues at case closure. On an unknown date, follow-up cta revealed a clear dissection originating immediately adjacent to the proximal extent of the trunk-ipsilateral leg component. The gore representative became aware of the issue on (B)(6) 2022. The dissection reportedly extended up through the visceral segment into the patient's thoracic aorta. It was noted that the cta scan did not show the total length of the dissection. There was no pre-existing dissection observed on the initial cta scan, dsa runs, or highlighted by the surgeon. It was reported that the surgeon is unsure of a possible cause of the dissection. It was noted that device oversizing appears adequate and follows the device instructions for use, there was no calcium ledge at the renal arteries or other anatomical variants that may have caused/contributed to the event, there were no noted wire issues at the visceral segment during the index procedure, and there was no noted aggressive ballooning. A reintervention is anticipated on an unknown date.

Manufacturer narrative:
Date of event: as the date of identification of the aortic dissection was not provided, the date of event has been estimated as the date the gore representative was made aware: (B)(6) 2022. Other relevant history, including preexisting medical conditions: asked but unavailable. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings: code c19 - an imaging evaluation was performed using preop and postop non-contrast imaging that was provided to gore. The imaging evaluation found that there was no indication of a dissection or irregular flow lumen on the pre-implant images. The images provided did not allow for an evaluation in relationship to the reported event. Dissections cannot be confirmed in non-contrast imaging. H.6. Investigation conclusions code d12 added according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. H.6. Investigation findings: code c21 updated to code c19 h.6. Investigation conclusions: code d16 updated to code d15.